Event description:
It was reported that a fracture occurred. A 1.75mm rotalink burr was used for treatment. During the procedure, it was noted that the grinding head was broken. The procedure was completed. There were no patient complications. It was further reported that the device did not enter inside the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
E1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of separation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure or preparation for the procedure.

Event description:
It was reported that a device fracture occurred. A 1.75mm rotalink burr was selected for use. During insertion, it was noted that the grinding head was broken. The procedure was completed. There were no patient complications post procedure.

Manufacturer narrative:
E1: (B)(6).